Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 30jul2019. The field service engineer (fse) confirmed customer's complaint, error code 1104 post backup audible failed, via significant event log. The fse was unable to duplicate the customer's complaint. The fse replaced cpu pcba, per error code 1104. He completed performance verification test and unit passed successfully. Root cause: the cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code backup alarm failed (1104). It is unknown if the unit was in patient use at the time of the reported issue.